Manufacturer narrative:
Cartridge: wedge band bypass: mfg date: 6/6/2007. Exp date: 5/6/12. Evaluation summary: the analysis results found that the atw35 device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/2 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracotomy lobectomy procedure while using on multiple vessels, the device fired as designed. When they were stapling off the pulmonary vein, the stapler after firing when inspecting the reload the drivers were present on the cut line on three rows from the proximal to distal end of the specimen side of the cartridge. The patient side of the cartridge drivers were presented the first 5-10 mm of the cartridge and then open to the proximal end of the reload. The pulmonary vein was opened to the patients' side; at the point in the procedure, they were able to manually suture the staple line to complete the case. The patient had lost 1100 cc's of blood and was administered 2 units of blood. Patient is being monitored. Device and reload are returning. Follow up provided that patient was doing well.